Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: serial number, lot number, expiration date, and device manufacturer date have been corrected to the information reflected in this additional report 2.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-48082. It was reported the patient's system was auto reducing. Diagnostics indicated high impedance readings. Physician indicated the patient had been twiddling the device. As a result, the patient underwent surgical intervention during which the lead extension was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported issue was not confirmed. Analysis of the returned ipg did not identify any anomalies, the device communicated with all lab utilities and pass all tests on the ate (auto test equipment).

Manufacturer narrative:
Correction: section d6a: date of implant should have been (B)(6) 2017, in additional report 2. This correction is reflected in this additional report 4.